Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 426 mg/dl and also had blood glucose level of 266 mg/dl. The customer treated their high blood glucose with insulin pen and they had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room nor admitted into hospital and nor was emergency room service's dispatched as a result of high blood glucose. Based on customer report's customer does not allege the insulin pump was under delivering the insulin. The customer also reported that high pressure test was performed and insulin pump passed the test. The customer gave themselves bolus as treatment to lower the blood glucose level. The insulin pump will not be returned for analysis.